Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 5 mcg/ml of prialt at 5.9917 mcg/day via an implantable pump for non-malignant pain. On (B)(6) 2017, it was reported that a critical alarm had occurred. Telemetry was performed and pump logs were checked. The alarm was for "stopped pump may exceed tube set". The hcp silenced alarms. No symptoms were reported. No further complications were reported.